Event description:
It was reported that the patient complained of feeling fatigue and intolerance to exercise. The clinician observed post-pace t-wave oversensing (twos) on the right ventricular (rv) lead. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.